Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00053 for information related to the composix kugel mesh implanted on (B) (6) 2006.

Event description:
Attorney reported: on (B) (6) 2006 - patient had a hernia repair surgery and during such surgery, a bard composix kugel hernia patch, model no. 0010203, lot no. 43cpd517, was surgically implanted into patient's body. On (B) (6) 2006 - patient had a hernia repair surgery and during such surgery, a bard composix e/x, model no. 0123680, lot no. 43dnd439, was surgically implanted into patient's body. Since patient's initial hernia repair surgeries, patient has undergone numerous additional surgeries and hospitalizations due to complications associated with the defective mesh. Patient has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering, physical injuries, disability, and significant disfigurement.